Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were several t-wave oversensing episodes as well as nsvt (non-sustained ventricular tachycardia) episodes, all on same day over course of a few hours, on the right ventricular (rv) lead. Re-programming of the rv lead was discussed and the rv lead remains in use. No patient complications have been reported as a result of this event.